Manufacturer narrative:
The device was discarded and will not be returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, inadequate hemostasis was noted after placement of the closure device. An additional closure device was attempted but did not result in improved hemostasis. The sheath was removed and during surgical intervention, a perforation was observed in the right femoral artery. Due to heavy calcification and friability of the vessel, an endarectomy was performed in the superficial and profunda femoral artery. The perforation was treated with an 8 mm dacron bypass graft extending from the external iliac artery to the distal common femoral artery. No further adverse patient effects were reported.